Event description:
During a baxter site visit, it was reported that a spectrum infusion pump was "shutting down while infusing medication." The customer reported that "she discontinued use of that pump and secured another pump." It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.